Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Was the red manual knife reverse switch attempted? If yes, did it function as designed? Did the jaws eventually open? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Response: no patient consequence.

Event description:
It was reported that during an unknown procedure, the ec60a¿s anvil jaw didn¿t open. Stroke count indicator show lock.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No. Was the red manual knife reverse switch attempted? No. Did the jaws eventually open? Yes.